Event description:
It was reported that during the surgery attended by the technician, the stapler jammed, the blade did not move, it did not fire and the jaws did not open, the battery was removed and tests were made but it did not work. Manual release is performed. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 837a62. Additional information was requested, and the following was obtained: could you please confirm that the jaws did open? It was possible to open the jaw and release the tissue. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60b reload loaded in the device. The reload was received fully fired and with damage on reload deck. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished psee60a with lot number x95551, and no non-conformance were identified. Manufacturing date; 06/12/2022, expiration date: 5/31/2025.